Event description:
It was reported that guidewire broke. The nurse completed the PICC case and found the piece of stylet on the table when cleaning up. The insertion was apparently challenging anatomy. She was able to see and capture external and internal ECG throughout the case. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a 3cg stylet break is confirmed but the exact cause remains unknown. One 4.6 cm 3cg polyimide tubing stylet distal segment was returned for investigation. The distal weld tip was observed to be intact. Multiple kinks were present throughout the stylet segment. The proximal stylet segment was not returned. Evidence of use was present throughout the sample. Microscopic observation of the stylet revealed the kinks to located in between magnet locations. The break surface was observed to be uneven. The polyimide tubing was cut near the break surface. The wall thickness was measured and found to be within manufacturing specification. It was reported in the event description that ¿the insertion was apparently challenging anatomy¿. This suggest that kinking and advancement or retraction against resistance may have contributed to the reported complaint. Since a complaint break in the stylet was observed, the complaint is confirmed. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds0116 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that guidewire broke. The nurse completed the PICC case and found the piece of stylet on the table when cleaning up. The insertion was apparently challenging anatomy. She was able to see and capture external and internal ECG throughout the case. No other information was provided.